Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the pvl could not be confirmed, but may have been related to cardiac modeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, a patient presented with moderate paravalvular leak (pvl) on a two year old 29 mm sapien 3 valve in the aortic position. Physicians attempted to post dilate, with no effect. This resulted in placement of a second valve, a 29 mm sapien 3 implanted in the aortic position via transfemoral approach (valve in valve). This resolved the pvl.

Manufacturer narrative:
Reference CAPA-20-00141.